Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2012 under general anesthesia. The pt's anatomical form was suitable for the endovascular repair, and there was no problem in the access route. The physician confirmed endoleak by final confirmatory angiography and judged it as type I or type IV endoleak. Since angiography take in the graft showed an anterograde blood flow to lumbar artery, the physician denied a possibility of type 1 and type iii, then judged it as type IV endoleak. He took a wait-and-see approach, and the procedure was completed. (Act:359 (after the procedure)). There has been no pt's outcome reported and no images available to assist in this investigation.

Manufacturer narrative:
No pt outcome has been provided by the reporter. Endoleaks are labeled in the IFU. Event eval: still under investigation.